Manufacturer narrative:
Product analysis: product analysis: analysis of the programmer confirmed the customer comment that the touch screen did not respond. The programmer was scrapped due to lack of parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when using the stylus with the programmer, the cursor drifted to the left and right on the touchscreen and did not respond. The programmer was re-booted, but the same issue remained. The programmer was returned for service. There was no patient involvement.